Manufacturer narrative:
Concomitant medical product: 694765 lead; 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after stored episodes, the patient was admitted to the emergency room with an altered mental status. A review of transmission report showed multiple episodes with oversensing, and noise on the atrial channel. The presentation of oversensing on the electrograms (egm) was suggestive of electromagnetic interference on the cardiac resynchronization therapy defibrillator (crt-d). The device remains in use. No further patient complications have been reported as a result of this event.